Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was damaged. The epg was returned for service and repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of: "output connector assembly is broken". All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.